Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user did not announce a breakfast meal of approximately 14 grams of carbohydrates while using the ilet with a contact detach infusion set, after having recently switched from an inset set, and experienced elevated blood glucose confirmed by fingerstick at 205 mg/dl; troubleshooting confirmed no leakage, kinks, or bends in the infusion set and no device alerts. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, no need for assistance, and no medical intervention or hospitalization, with blood glucose trending down to 195 mg/dl by end of call. Investigation included user interview, device use review, and infusion set assessment. Investigation of this case revealed no device or infusion set malfunction and suggested hyperglycemia associated with a missed meal announcement following a recent infusion set change. It was concluded, based on previously established findings for similar reports, that the cause was use error related to missed meal announcement.